Manufacturer narrative:
(B)(4). Information unavailable. The analysis results found that the device was returned in good visual condition and with one clip loaded in the jaw. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, an unexpected noise was heard when the clip was fed into the jaws. Besides, the clip was not formed properly. The device was fired out of the patient after this incident. Another device was used to complete the case. There were no adverse consequences to the patient.